Manufacturer narrative:
As reported, the patient had implant of an optease inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). Per the medical records, the patient has a history of multiple lower extremity deep vein thrombosis, right leg pain, swelling and chronic embolism. The patient has had multiple deep vein thrombosis episodes and has difficulty with coumadin. During the implant procedure, the optease filter was deployed in the l2-l3 region. The patient tolerated the procedure well. On or about three years nine months and thirteen days after the index procedure, the patient had a scan on his ivc filter which showed the filter present at the lower l3 level. This is likely an indication of migration of the filter. On or about four years five months and twenty eight days after the index procedure, the patient was diagnosed with a dvt. As of the present, the patient is still implanted with the device. Per the patient profile from (ppf), the patient reports deep vein thrombosis post implant. The patient is also reporting pain and fear that the device has moved or will move and cause injury or death. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis post implant. The patient is also reporting pain and fear that the device has moved or will move and cause injury or death. The following additional information received per the medical records state that the patient has a history of multiple lower extremity deep vein thrombosis, right leg pain, swelling and chronic embolism. The patient has had multiple deep vein thrombosis episodes and has difficulty with coumadin. During the implant procedure, the right femoral vein was accessed and a wire was passed. An 8-french catheter was advanced to the vena cava. The optease filter was deployed in the l2-l3 region. The patient tolerated the procedure well.

Manufacturer narrative:
Please note that a product catalog number was provided but correlates with a trapease ivc filter. Please note that a product lot number was provided but was not valid. The product lot number is being reported as unknown updated complaint conclusion: as reported, the patient underwent a surgical procedure to implant an optease inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). The device was implanted at the patient¿s l2-l3 level by the physician. The device in the patient was positively identified by the patient¿s medical records. Three years nine months and thirteen days after the index procedure, the patient had a scan on his ivc filter which showed the filter present at the lower l3 level. This is likely an indication of migration of the filter. Four years five months and twenty-eight days after the index procedure, the patient was diagnosed with a dvt, a condition the filter was meant to prevent. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The product was not returned for analysis. A product catalog number was provided by the briefing, however, this catalog number correlates with a trapease ivc filter. Additionally, a product lot number was provided but was not valid. The product lot number is being reported as unknown. As the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant an optease inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). The device was implanted at the patient¿s l2-l3 (lumbar) level by the physician. The device in the patient was positively identified by the patient¿s medical records. On or about three years nine months and thirteen days after the index procedure, the patient had a scan on his ivc filter which showed the filter present at the lower l3 level. This is likely an indication of migration of the filter. On or about four years five months and twenty eight days after the index procedure, the patient was diagnosed with a dvt, a condition the filter was meant to prevent. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. No additional information is available.